Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During inserting the long gamma nail, the nail holding screw broke. A part of the thread remained in the nail. The nail was removed; treatment with a plate subsequently as no other nail with the needed size was available.

Manufacturer narrative:
Evaluation revealed the broken nail holding screw to be the primary product. The nail reported was considered an associated product. Failures in material or manufacturing of the nail holding screw returned were not found. The affected item reported was documented as faultless prior to distribution. Furthermore, as the nhs had been in use for about ten years, we pre-suppose that the instrument had fulfilled its tasks in former surgeries as intended without problems reported. Dimensional examination revealed no deviations in the relevant undamaged areas of the nhs; all relevant diameters and the wall thickness are within specified parameters. A hardness test according to (B)(4) performed during investigation revealed the hardness of the material of the nhs returned being within specified parameters. The root cause of the forced fracture of the screw and of the damage pattern found at the returned nail was already defined by the surgeon. The sales rep stated: ¿during the attempt to reposition the fracture by using the nail, according to the surgeon considerable force was applied resulting in the breakage of the nail holding screw inside the nail at the lower third.¿ investigation revealed that massive force application during using the target device as a lever has led to the considerable deformations at the connection portion and around the proximal lag screw hole (buckling) and finally to the screw fracture. In case of intended use such damage would not have occurred. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but is rather considered user related (user-customer-abnormal use). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During inserting the long gamma nail the nail holding screw broke. A part of the thread remained in the nail. The nail was removed; treatment with a plate subsequently as no other nail with the needed size was available. New information: the nail was correctly attached to the target device and the nail holding screw firmly tightened. The medullary canal was sufficiently reamed so that the nail could be inserted well. During the attempt to reposition the fracture by using the nail, according to the surgeon considerable force was applied resulting in the breakage of the nail holding screw inside the nail at the lower third.